Event description:
It was reported by the patient that he had "been feeling a tingling sensations" in his shoulder, behind the implanted device and "also in the muscle" of his left arm. Patient was advised to see his physician. There were no patient complications reported as a result of this event. Further information indicates that the device was later removed and replaced due to normal battery depletion and a device upgrade.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported by the patient that he had been feeling a "tingling sensations" in his shoulder, behind the implanted device and also in the muscle of his left arm. Patient was advised to see his physician. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.